Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying incorrect patient information. A technical support specialist (tss) dialled into the app server, but the connection kept timing out. Then attempted to access the report server and were able to connect successfully. Upon checking patient information, found that both old and new patient details were visible on the server, with the visit type showing as active directory (adt). There were no communication issues with the station. The tss emailed the user with these findings and advised them to contact the adt team to discharge the old patient if necessary and retain the new patient. After that customer gave confirmation to close the case. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station displayed incorrect patient information while they pull up patient financial identification number, the displayed patient was discharged two weeks ago. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.